Manufacturer narrative:
The event description states that the monofilament spiral seemed to detach from the catheter after crossing a cto. There was no returned product to evaluate or a lot number provided to complete a record review. Based on the event details the most likely root cause for this failure is damage during use.

Event description:
The monofilament spiral seemed to detach from the turnpike spiral catheter after crossing a cto. During counterclockwise removal there was some interaction with the wire and upon removal of the catheter, it was determined that the spiral had detached from the catheter but was not completely off. Staff indicated it was a long case and catheter was torqued quite a bit while crossing a long distance. Catheter was placed in bag with intention of saving but could not be found. The catheter was inadvertently discarded.